Event description:
In 2000, the dr attempted to implant a 25mm mitral st. Jude medical mechanical heart valve sjm masters series (model 25mtj-503). According to the info received from the surgoen, during a percutaneous balloon mitral valvuloplasty for rheumatic heart disease, acute cardiac tamponade occurred as a result of a possible cardiac rupture, as demonstrated by the pt's "sudden consciousness disorder". The pt was taken emergently to the operating room, where a 2mm rupture was observed and repaired. The mitral leaflets were partially resected and the above mentioned valve was implanted. Leaflet function was tested and determined to be "not very good, but not very serious"; however, the pt was taken off bypass. The pt was not hemodynamically stable and leaflet function was intermittent. The valve was removed, the remaining mitral leaflets were resected, and the valve was reimplanted with the same result. The valve was explanted and a 25mm medtronic mechanical valve was then implaned. It was reported that a sjm sizer was utilized and passed through the annulus without resistance. There was no attempt to rotate the valve intraoperatively. The pt is reported to be "getting better" and no add'l info was received.

Event description:
During percutaneous balloon mitral valvuloplasty, cardiac tamponade occurred from a rupture. A decision was made to replace the mitral valve. The mitral valve leaflets were partially resected and the valve was implanted. While testing the leaflets the function was "not very good", however, the pt was taken off bypass. The pt was not hemodynamically stable. Leaflet function was intermittent. Two attempts were made to leave the valve implanted following further resection of the leaflets. The valve was explanted and replaced with a 25mm medtronic valve.